Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years to two years in a six-month period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years to two years in a six-month period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received confirming the explant and replacement of this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3.5 years to two years in a six-month period. A request was made to have data from this device analyzed. Analysis of device data was performed by boston scientific technical services (ts) and noted that power had been gradually increasing. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received confirming the explant and replacement of this device.